Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated noticing that the pump display screen was dimmer and had a purple tinge to it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/04/2013 device evaluation: the device has been returned and evaluated by product analysis on 11/21/2013 with the following findings:the pump powered on with a faded and discolored display screen. The pump contrast settings were set to maximum and the display did not improve. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.